Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the cataract surgery with intraocular lens (iol) implant procedure the patient experienced blurry vision. The lens had been exchanged in a secondary procedure. Clinical reason for the explant is myopic surprise.